Event description:
It was reported that the patient's presented to the hospital for a procedure due to the right atrial (ra) lead exhibited high capture threshold measurements. It was also noted that during the procedure, the helix of the ra lead had failed to extend. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were helix mechanism issue and ¿threshold is too high.¿ as received, a complete lead was returned. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue. Meanwhile, the reported event of ¿threshold is too high¿ was not confirmed. Visual and x-ray examination was normal with the exception of procedural damage. Electrical testing was also normal.